Manufacturer narrative:
The reported complaint was confirmed. Visual inspection revealed that the spacer was damaged and that the spindle cap was completely sheared off from the body of the implant. The damage to the spacer indicates that the failure is likely due to a combination of deployment against resistance and gross articulation of the inserter. The most probable cause is an unintended use error caused or contributed to the event.

Event description:
It was reported that during a superion indirect decompression system implant procedure, the top of the spacer broke off and would no longer deploy. The spacer was replaced with a new one and the procedure was completely successfully.

Event description:
It was reported that during a superion indirect decompression system implant procedure, the top of the spacer broke off and would no longer deploy. The spacer was replaced with a new one and the procedure was completely successfully.